Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of t-wave oversensing. On (B)(6) 2018 the patient presented in clinic and the patient¿s device was reprogrammed. The patient was stable.